Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 500mg/dl which was treated with manual injections. Customer¿s current blood glucose was 362mg/dl. Customer had air bubbles in tubing. Customer stated that drive support cap appears normal. Customer reports insulin exited at the quick release. Customer completed self test and no error were found. Products will not be return for analysis.